Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 547 mg/dl. Customer had pneumonia and high blood glucose. Hospital treated with insulin and waited before treating with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.